Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient was "voiding every half hour". The patient noted that her therapy was working better a few days later, but it had gotten worse again. No known cause of the patient's change in therapy was reported. It was noted that the patient was using program 2 and she increased her stimulation. It was further noted that the patient had a scheduled appointment on (B)(6)-2012 "to check for a urinary infection, but she did not believe she had one." Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v772339, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).